Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. Due to this, the customer indicated they received unspecified third-party treatment from someone other than themselves. Adc attempted to contact the customer to gain further information regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely. Due to this, the customer indicated they received unspecified third-party treatment from someone other than themselves. Adc attempted to contact the customer to gain further information regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 (adverse event problem) and h10 (addtl mfg narrative) have been updated to include extended investigation findings.